Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the pin (B)(4) was broken. The oscillating saw attachment could not be repaired and so it was discarded. Since it...

Event description:
It was initially reported that the power of the locking system and the oscillating system of the universal oscillating saw attachment were defective. During device evaluation it was observed that the pin was broken. There was no patient harm and the surgery was delayed approximately 15 minutes.